Event description:
It was reported the patient experienced a loss of stimulation. The physician assessed the presence of high and low impedance readings on the leads. Attempts to reprogram the device were unsuccessful, and the patient underwent a revision procedure where the adaptors were removed and the non-boston scientific leads were replaced. The patient did well post-operatively. The devices were retained by the physician and were not returned for analysis.

Manufacturer narrative:
Event date unknown. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9004550, model: sc-9004-55, serial: (B)(4), batch: 2000017066.